Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received the axium pushwire and implant coil were still attached. The tack weld replacement (twr) crimp was found to be broken; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil was still attached to pushwire in good condition and the instant detacher was not returned as it was discarded at the user facility. In addition the pushwire was found to be bent at several locations from the proximal end. During analysis the pushwire was broken at the manual detachment location and pulling the release wire the coil was detached successfully. The retainer ring appeared to be damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings user context may have contributed. The difficulty pulling the release wire back during the manual detachment was likely due to the distal bends in the pushwire; however, the cause for the bends in the pushwire could not be determined.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil can't be detached. No patient injury was reported.